Event description:
The complaint was defined as: deployment difficulty. As reported by the distributor: received customer complaint report via the ra complaints in-box stating "xsuit 8x6 into cbd when attempt to deploy device the outer cannula was not able to pull back. Removed from patient. Another stent put in and deployed without issue. After case I was able to deploy the stent but had to use brute force not the normal. It is a firm pull but shouldn't be this hard to deploy. Talked with (B)(6) and explained what happened fro ra at olympus." Cbd - common bile duct.

Manufacturer narrative:
Medinol is still in the process of investigating and analyzing the returned device. The results will be provided in the final MDR.